Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that when the patient circuit was removed during a device check, the automatic reset and 1200 "patient disconnect" alarm error messages were displayed at the top of the screen. There was no patient involvement at the time the issue was discovered. There was no patient or user harm reported, nor a delay in therapy noted. The manufacturer's product support engineer (pse) evaluated the device and found the reported alarms. The pse stated that the alarms are specifications of the v60 - the patient disconnect alarm will occur when the patient circuit is disconnected, and the automatic reset notification will be produced. After completing an overall check and cleaning of the device, and successfully performing tests on the device, the pse was not able to find an abnormality with the device.